Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer failed the autonomous cursor test post the software update via universal serial bus (usb) and the cursor moved without user input. It was noted that the cursor is moving across the screen and selecting random functions right after switching on the programmer. It was further noted when testing the touchscreen, the cursor does not correctly follow the finger on the screen. Electromagnetic interference (emi) repair has been performed to resolve the screen issues with the installed finger touch option. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the autonomous cursor test post the software update via universal serial bus (usb). It was noted that the cursor moved without user input. There was no patient involvement.